Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 3776-60, lot# v043762034, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-60, lot# v055128018, explanted: (B)(6) 2016, product type: lead. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. Interventions included reprogramming. Diagnostic methods included interrogation which showed high impedance on 9, 10, 11, 13, and 15 during procedure. A surgical observation ended up with a lead revision. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). The outcome was reported as resolved without sequelae.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, lot# v043762034, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-60, lot# v055128018, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the healthcare professional for the clinical study regarding a progress note dated (B)(6) 2014 that pertained to the evaluation of the spinal cord stimulator two weeks after the battery replacement. The patient was doing well and the incision site was checked. It was healing well with no signs of infection. The wound edges were approximated and there were no open areas. The patient will continue to keep the incision site clean and was ok to shower. The patient returned to light duty at work. It was also reported the patient complained of his familiar back and radicular symptoms in his right leg. The patient was programmed with assistance from the manufacturer representative and better coverage of his painful areas was obtained with reprogramming. However, they were not able to obtain coverage of the right foot. The manufacturer representative felt the right lead may have shifted and that was the reason for not getting coverage of the right foot. After discussion with the doctor, he reported that two contacts were not working when they restarted the stimulator on the day of surgery. It was also noted this may be why there was no coverage of the right foot. They were going to try to obtain his operation report from when the spinal cord stimulator was originally placed and compare the lead placement to the patient's most recent x-rays. If the leads haven't shifted, they may consider an scs lead revision.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the lead.

Event description:
Additional information received from the healthcare professional (hcp) reported that the etiology was lead 1, lead 2, and implantable neurostimulator (ins). The event was related to the device or therapy and not related to the implant procedure. Interventions included reprogramming.

Event description:
It was reported the patient had high impedances on electrodes 10, 11, 13, and 14. The event was not due to programming and was related to the device or therapy and not related to the implant procedure. No actions had been taken and the event was ongoing with no further action needed. The patient was getting good coverage with other electrodes so no action was done. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).